Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code #1: 4733 - connector/coupler. Component code #2: 4761 - access port. Health effect ¿ impact code: 2199- no health consequences or impact. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 1354- leak/splash. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a leakage on connection to t port of oxygenator. As per the subsidiary, during priming everything was okay, but when we they started to pump, the blood was dripping from cardioplegia. To mitigate the issue, they moved the tube and pushed down, and wait for blood to clot. There was no blood loss; only 10 drops of blood. No known consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 4, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date and updated lot number). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to correction and additional information). H4 (device manufacture date). H6 (identification of evaluation codes 11, 3331, 4114, 4210, 4307). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 4210 - leakage/seal. Investigation conclusions: 4307 - cause traced to component failure. The affected sample was not returned for evaluation; however, a photo was provided that showed a slight drop of blood at the base of the tubing attached to the cardioplegia port. It was noted that this unit was manufactured, outside of tcv elkton, into a tubing pack kit where the tubing and tie bands were assembled. A representative retention sample from the same product lot was obtained, set up with tubing and tie bands and pressurized with water, no leaks were noted. Without the actual device being returned, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Leakage on connection to t port of oxygenator.